Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced. Multiple hardware components to resolve the issue. The following components were replaced: sample probe. Sample syringe and reagent syringes. Inner wash valve. Ise tubing. All ise electrodes, reference electrode. Analyzer printed circuit board (pcb). Beckman coulter internal identifier is (B)(4). Sample ID: (B)(6) (patient demographic not provided). Sample ID: (B)(6) ((B)(6) male). Other patient demographic not provided). (B)(6).

Event description:
The customer reported discrepant ise (ion selective electrode) patient results were generated on the au480 clinical chemistry analyzer. There was no change in patient treatment in association with this event. The customer stated creatinine and co2 (carbon dioxide) qc (quality controls) results were flagged with "ba" error flags. "Ba" flag = "no calibration data or expired".